Event description:
Procedure type: donor nephrectomy. According to the reporter: the stapler performed as expected, but the surgeon remarked that the stapler crushed the renal artery. The case continued as normal. The renal artery was still usable to be placed in the recipient. Tissue damage occurred. There was no blood loss or time delay reported.

Manufacturer narrative:
(B)(4).